Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, discontinued after eight days) and fortum injection (1gm, once a day, discontinued after eight days) for peritonitis. On an unknown date, pd therapy was discontinued. Eight days after the event onset, the pd catheter was removed and the patient was transferred to hemodialysis (hd), (thrice a week). At the time of this report, the patient remained hospitalized for hd process however, the patient has recovered from the peritonitis event and was stable. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.